Event description:
During initial implant, the right ventricular (rv) lead and introducer broke when inserting the rv lead through the introducer. A different introducer was used and a new rv lead was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of lead damage was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.